Event description:
It was reported that patient experienced an infection post-pump replacement. The patient went in to see the managing healthcare provider (hcp) post-replacement. Per this hcp, the pump site looked infected. She put the patient on bactrim and keflex. The patient was waiting to see the neurosurgeon who implanted the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).